Event description:
Bayer case number: (B)(4). Reason for essure removal - fatigue, muscular pains and muscular [muscle pain]. Reason for essure removal - fatigue, muscular pains and muscular [fatigue]. Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of myalgia ("reason for essure removal - fatigue, muscular pains and muscular") and fatigue ("reason for essure removal - fatigue, muscular pains and muscular") in a 50 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced myalgia (seriousness criterion intervention required) and fatigue (seriousness criterion medically important). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy performed on (B)(6) 2025). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue or myalgia. The reporter commented: female patient had a salpingectomy with laparoscopic craniectomy for complete exeresis of essure implants (inserted in 2015) clinical outcome: the reason for removal was the presence of adverse events (ae): fatigue, muscular pains and muscular. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Reason for essure removal - fatigue, muscular pains and muscular [muscle pain]. Reason for essure removal - fatigue, muscular pains and muscular [fatigue]. Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of myalgia ("reason for essure removal - fatigue, muscular pains and muscular") and fatigue ("reason for essure removal - fatigue, muscular pains and muscular") in a 50-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced myalgia (seriousness criterion intervention required) and fatigue (seriousness criterion medically important). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy performed on (B)(6) 2025). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue or myalgia. The reporter commented: female patient had a salpingectomy with laparoscopic cornuectomy for complete exeresis of essure implants (inserted in 2015). Clinical outcome: the reason for removal was the presence of adverse events (ae): fatigue, muscular pains and muscular. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Reason for essure removal - fatigue, muscular pains and muscular [muscle pain] reason for essure removal - fatigue, muscular pains and muscular [fatigue] case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of myalgia ("reason for essure removal - fatigue, muscular pains and muscular") and fatigue ("reason for essure removal - fatigue, muscular pains and muscular") in a 50 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced myalgia (seriousness criterion intervention required) and fatigue (seriousness criterion medically important). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy performed on 20-nov-2025). Essure was removed on 20-nov-2025. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue or myalgia. The reporter commented: female patient had a salpingectomy with laparoscopic cornuectomy for complete exeresis of essure implants (inserted in 2015) clinical outcome: the reason for removal was the presence of adverse events (ae): fatigue, muscular pains and muscular. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review healthcare facility report number updated. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.